Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert and the pump battery could not be charged. There was no reported impact to customer's blood glucose level. The customer reported no backup insulin therapy was immediately available, and declined a follow up to confirm backup therapy method was obtained.